Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿rupture¿. Device remains implanted.

Event description:
Patient reported right side ¿rupture.¿ the events of "intracapsular rupture with seroma and inflammatory change of implant within right mastectomy site" and "1.0cm size of right 2nd internal mammary lymphatic chain , about 0.9cm size of right axilla infraclavicular area and several about 0.8cm size of prominent lymph node in interpectoral area" were later reported via MRI. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, g2, h6. The events of seroma and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.